Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedance measurements. No noise was recorded. Shock impedance during in-clinic troubleshooting ranged from 170 to 215 ohms depending on patient position. It was noted the patient has gained approximately five kilograms of weight. No significant observations were noted on x-rays, and the patient was advised to lose weight. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedance measurements. No noise was recorded. Shock impedance during in-clinic troubleshooting ranged from 170 to 215 ohms depending on patient position. It was noted the patient has gained approximately five kilograms of weight. No significant observations were noted on x-rays, and the patient was advised to lose weight. No adverse patient effects were reported. This product remains in service.